Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the use of the liberty select cycler with cycler set and the peritonitis. Additionally, there is no allegation of a device malfunction or cassette leak reported for this event. The reported cause of the peritonitis was attributed to a breach in aseptic technique by the patient after utilizing a communal hand towel prior to treatment. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2019. The patient reported that they started having abdominal pain on (B)(6) 2019. The patient¿s pd effluent culture was drawn and resulted positive for enterococcus faecalis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency and duration unknown). The cause of the peritonitis was a breach in aseptic technique due to the patient use of a communal hand towel which she used to dry her hands prior to treatment. The patient has decided that she does not want to continue pd therapy and transitioned to in-center hemodialysis (hd) on an unconfirmed date. No samples nor devices were returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.